Event description:
It was reported that a stent damage occurred after secondary device interaction. The target lesion was located in the moderately calcified and moderately tortuous left anterior descending artery. A 3.00x20mm promus element plus drug eluting stent was advanced and implanted to treat the target lesion. Following stent implantation, an atlantis sr pro imaging catheter was advanced into the patient. When the imaging catheter was pulled out, the catheter came in contact with the malapposed stent and the stent was deformed and shortened. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).